Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician used excessive force to pull the suture. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: while maintaining tension on the rail suture limb, keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose snared knot pusher to assume a single handed position. Complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent patient effect and treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 4001 removed and 2616/suture added d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first prostyle suture was preplaced successfully. The second prostyle device did not show adequate blood flow through the marker lumen; however, it was deployed with a cuff miss [suture retrieval issue] noticed. A third prostyle successfully pre-placed the second suture. The sheath was upsized to 14f and the aaa procedure was completed. When the knot of a preplaced suture was being pushed down, the operator used too much force. The knot was pushed through the vessel wall. Bleeding was not able to be stopped. A fourth prostyle device was deployed yet the two successful sutures did not achieve hemostasis. Manual compression achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.